Event description:
A report was received that the patient was explanted due to an infection at the pocket and midline incision sites. Symptoms included fever, redness and tenderness. Patient was prescribed oral and IV antibiotics. The patient was at a higher risk of infection due to previous infections unrelated to the device which the physician was aware of. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the pocket and midline incision sites. Symptoms included fever, redness and tenderness. Patient was prescribed oral and IV antibiotics. The patient was at a higher risk of infection due to previous infections unrelated to the device which the physician was aware of. The patient is reportedly doing well following the explant procedure.